Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Physician thinks the pt's short neck proximally and dilatation distally contributed to the type I endoleaks.

Event description:
On (B) (6) 2008, the pt was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B) (6) 2008, inter-operative angiography showed a proximal type I endoleak and a distal type I endoleak. On (B) (6) 2010, computed tomography showed a proximal and distal type I endoleak. On (B) (6) 2010, the pt underwent a reintervention where both the proximal and distal endoleaks were resolved. The pt tolerated the procedure.